Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The cause of the resistance and failure to open was not determined.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bag. The pipeline flex pushwire was returned deployed from catheter distal tip. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~88.3cm from proximal end. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: the pipeline flex pushwire was pushed out from catheter distal tip without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The marksman catheter is compatible to use with pipeline flex; the patient's vessel tortuosity was normal; and the catheter was continually flushed with heparanized saline as indicated in the IFU which eliminates these factors out as potential causes. In addition, based on the analysis finding, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. However, one of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025, during a ped procedure, the surgeon selected a 4.0-30 ped. After proper hydration, it was inserted into the microcatheter. During delivery, it was found to be difficult to push at the distal end of the microcatheter. The vascular tortuosity was normal. Later, the ped tip failed to open properly. After retrieval and subsequent deployment, the tip still refused to open. After multiple attempts, the surgeon removed both the marksman and ped, replaced the marksman and ped, and successfully completed the procedure. The patient was uninjured. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was catheter resistance in the distal section. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The pipeline was used for an approved (on-label) indication. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The patient was undergoing surgery for aneurysm blood flow diversion dense mesh stent implantation treatment of a saccular, unruptured left posterior communicating artery aneurysm with a max diameter of 4.5 mm and a 5.1 mm neck diameter. The landing zone was 3.47 mm distal and 4.16 mm proximal. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was aneurysm with contrast agent retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.